Manufacturer narrative:
The expiratory channel printed-circuit board (pcb) was returned for further investigation. Visual inspection concludes that there was contamination caused by a liquid spill on the pcb, this allows for the consequence of potential short-circuit. The returned pcb was then tested in a reference ventilator and worked as expected i.e. No faults/deviations were observed. Our conclusion into this matter is, that the cause is a result of a spillage of liquid on the circuit boards, which had led to a temporarily short-circuit and generated the fault during the pre-use checks tests. Unexpected spillage of liquid (user error)on the expiatory channel board may result in a short-circuit and cause a stoppage of ventilation. The device was manufactured in 2014 and has a ingress protection degree due to applicable requirements at that time.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. No patient involvement reported. Manufacturer reference # (B)(4).